Manufacturer narrative:
Investigation/conclusion: further investigation cannot be pursued because there is no lot number and product was not returned.

Event description:
This complaint was identified during an internal assessment as part of (B)(4) related to inratio complaints received at (B)(6) that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available information is limited and no additional information is able to be obtained. This event occurred in (B)(6). The customer reported a variance in the inratio inr results= 4.0 and 1.7 within 30 minutes. Additional measurements were taken comparing two inratio monitors (2.4 vs 2.5; 2.7 vs 2.5; 2.9 vs 2.9). There was no additional information provided.